Manufacturer narrative:
Returned device included the catheter and the detached tip, which was still within the tracstar at the time of return. The detached portion of the zoom 71 included a folded marker band, jacket, and liner material. The separated portion of the zoom 71 catheter measured at 0.2cm and the remaining shaft measured at 137.4cm. The root cause of the detachment is unknown. Based on the event description, resistance was encountered and zoom 71 continued to be retracted against resistance. Per the instructions for use, the devices should not be withdrawn against resistance without careful assessment of the cause under fluoroscopy. If the cause cannot be determined, all devices should be withdrawn as a single unit. The manufacturing records for this lot were reviewed and did not reveal any issues pertaining to design, manufacturing, or quality. Appropriate testing and inspections were completed to ensure the device met minimum tensile specification and is kink resistant. The distal section undergoes 100% visual inspection and is free of visual defects or protrusions.

Event description:
The patient was undergoing an arteriovenous malformation (avm) procedure. Access was obtained with a tracstar tracked to the cervical segment of the internal carotid artery (ica) over a competitor angiographic catheter and a 035 guidewire. The operator stopped before a double 180-degree cervical loop and switched out the angiographic catheter and 035 guidewire for a zoom 71 reperfusion catheter, competitor microcatheter, and 016 guidewire. Zoom 71 was tracked past the double 180-degree cervical loop to the vertical petrous segment of the ica. Tracstar was then advanced to the vertical petrous segment of the ica with significant pushing. As the operator needed to get angiogram of the anatomy, the operator began to withdraw zoom 71 and the microcatheter from the patient. During retraction of the zoom 71 significant resistance was encountered, and upon removal from patient the zoom 71 distal tip was missing, along with a kink observed in the mid shaft. The competitor microcatheter was noted to be kinked in the mid shaft as well. The operator panned down the imaging and observed a tracstar kink in the aortic arch location, along with the zoom 71 radiopaque marker band. The operator removed both tracstar and the detached marker band as one unit, and a kink in the tracstar midshaft was confirmed. The operator completed the case with a competitor access catheter. There were no clinical events reported. The patient was noted to be stable post operation.